Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump had a blank display. The customer¿s blood glucose level was 502 mg/dl at the time of the incident. The customer was treated with manual injection for high blood glucose level. The customer was assisted with troubleshooting and the display did not return. The insulin pump will not be returned for analysis.